Event description:
The recipient's hearing perception with the device gradual decreased. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, damage to the active electrode was also observed, as might be caused by an external mechanical impact. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient's hearing perception with the device gradual decreased. Re-implantation has been suggested but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing perception with the device is affected. Reimplantation has been suggested.